Manufacturer narrative:
(B)(4).

Event description:
It was reported that after an interventional coronary procedure, arteriotomy closure was attempted of the right common femoral artery using a starclose se device. Reportedly, after clip deployment hemostasis was achieved. Hemostasis was challenged by having the patient bend their knee toward their chest, having the patient lift their head off the exam table and cough. However, in the recovery room re-bleeding began at the access site. Manual arterial compression was applied for twenty minutes to stop the bleeding. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.